Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 290 mg/dl at the time of incident and the current blood glucose of the patient was 404 mg/dl. Customer stated the other blood glucose value was 364 mg/dl, 298 mg/dl, 398 mg/dl, over 300 mg/dl. Customer treated with insulin pump. Customer stated the insulin pump had beep or vibrate anomaly. Customer stated they performed self test and insulin pump did not vibrate during test. Customer alleges pump was under delivering. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test however failed in vibration self test due to broken black wire vibrator motor connector.